Event description:
A malfunction was reported that caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value displaying as "high." As a corrective action, the customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support provided information on how to reset the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurs.